Event description:
It was reported to philips that the device was making a buzzing noise. Furthermore, the customer noted that when the battery light went out the noise stopped. There was no patient involvement.